Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The complainant was classified based on the customer care advocate (cca) documentation. The patient reported that at 1:30pm on two days earlier, he obtained a reading of "227 mg/dl" with the subject meter. As a result of the reading, the patient stated he took 15 units of humalog insulin. Sometime after administering the insulin, the patient reported that "he could not stand straight or concentrate," and ended up waking up in an ambulance. The patient claimed when tested with the emt's meter at 4:00 pm that same day, they obtained a result of "37 mg/dl" and he was treated with a "glucose injection." At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.